Event description:
Boston scientific received information that upon interrogation of this implantable cardioverter defibrillator (ICD), a warning message displayed that indicated the voltage was too low for remaining longevity. The estimated remaining longevity was twelve months. A boston scientific technical services (ts) consultant was contacted for recommendations. Ts recommended that the ICD is replaced and returned to boston scientific for analysis. Subsequently, this ICD was replaced. No adverse patient effects were reported.

Manufacturer narrative:
This ICD was expected to be returned to boston scientific for analysis; however, as of today the ICD has not been received in our post market quality assurance laboratory. Attempts to obtain information on the return of this product have been unsuccessful. No additional information is available. Should any additional information become available or the device is returned for laboratory analysis, this investigation will be updated.

Manufacturer narrative:
This ICD is expected to be returned to boston scientific for analysis. This investigation will be updated should further information become available, or upon completion of analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. The device had no telemetry and a memory download was not able to be performed. External visual inspection of the device noted no anomalies. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised capacitor that is connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.